Event description:
The international distributor reported the ventilator could not be powered on. The ventilator was not in use on a pt therefore, there was no pt harm or involvement. The distributor's service engineer reported eval of the power supply found a blown fuse and heat related damage to the snubber pcb. The service engineer replaced the power supply to correct the problem. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na